Event description:
A customer in (B)(6) notified biomérieux of a misidentification of klebsiella oxytoca as raoultella ornithinolytica in association with the vitek® ms instrument (ref. 410895, serial number. (B)(4)). Customer reported to have discrepant results; vitek ms identified as raoultella ornithinolytica and alternative method identified as klebsiella oxytoca. Results are summarized below: sample: (B)(4). Vitek ms result: raoultella ornithinolytica. Reference lab result: klebsiella oxytoca. There is no indication or report from the customer that this event led to any adverse event related to the patient's/user's state of health. Biomérieux investigation will be conducted.

Manufacturer narrative:
Context: a customer in canada notified biomérieux of a misidentification of klebsiella oxytoca as raoultella ornithinolytica in association with vitek® ms instrument (ref. (B)(4), serial number. (B)(6). Investigation: ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** knowledge base (kb) version : 3.2 (cli) . Issue type : misidentification of klebsiella oxytoca . Vitek ms result: lab ID: x02803616: - single choice to raoultella ornithinolytica, low. Discrimination to raoultella ornithinolytica - raoultella planticola . Other method: identification by reference lab as klebsiella oxytoca . Expected ID: klebsiella oxytoca. *fine tuning; status good at the time of acquisition. *spot preparation quality; the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. *kb review; the suspected identification (klebsiella oxytoca) is present in vitek ms kb v3.2. *sample data analysis; according to data provided, the potential misidentification result was obtained from a spectra having a good level of peaks (54 and 59). Based on customer data information, the most probable identification is klebsiella oxytoca. The return of this customer strain was asked and unfortunately it was not available (not sent). For information, two other strains were previously submitted (lab ID x61703652-1 / case (B)(4) and lab ID x02803617 / case (B)(4) for investigation. Both strains were identified as raoultella ornithinolytica based on gyrb-enterob sequencing which is correlated with customer vitek ms results. Based on these findings, there is no proof that vitek ms has malfunctioned. Investigation allows to conclude that vitek ms gave the expected identification as raoultella ornithinolytica. *expected identification after investigation undetermined but based on investigation performed on related cases (B)(4), high suspicion of raoultella ornithinolytica. Conclusion: the root cause is unknown.